Event description:
A hosp in (B)(6) reported that the connector pins in the power socket of an hc604 CPAP humidifier was overheating and that the power cord was arcing. There was no pt consequence.

Manufacturer narrative:
(B)(4). The returned device was visually inspected externally and internally for heat damage. The power cord was not supplied and attempts to retrieve it were not successful. A video supplied showed a damaged power cord displaying evidence of arcing. The unit was powered up using a new power cord. Results: there were no signs of damage to the outer casing or internally. Blackening of the pins of the mains socket was observed and the pins had receded slightly into the socket housing. The unit returned was tested and passed all relevant functional tests required for this product. Conclusion: no fault was found with the returned unit. Without the power cord to examine we could not confirm what had caused the damage to the cord. The MFR of the power cord concluded in an investigation report that prolonged bending of the power cord could stress the wire strands at the crimped joint, causing them to break gradually and resulting in arcing. The hc604 is designed to the electrical safety standard, (B)(4). The materials used in the thermoplastic components of the mains connector and the cases are flame retardant (B)(4). Our equivalent product in the united states is designed to the standard, (B)(4), for both hc604 and power cord.